Event description:
It was reported by service report that the brakes could not remain engaged. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Dampener arm. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint system.